Event description:
Pt had been anesthetized and surgery was in progress. The anesthesiologist removed a hard molded plastic suction tip from a disposable anesthesia kit and began to suction the oral cavity. He noted a bloody return. He removed the suction tip and noted that the distal tip of the suction catheter was missing. The pt sustained minor trauma to the posterior pharynx. No untoward outcome of the event occurred beyond discomfort.